Event description:
The patient contacted animas alleging they were having intermittent responses with the up arrow button on the keypad. The patient denied exhibiting any symptoms due to the alleged issue. The patient claimed that they clean the pump with an alcohol pad approximately once a month. The patient denied any moisture in the pump and denied any damages to the keypad. Customer care advocate (cca) advised the patient the proper way to clean the pump. The alleged issue was not resolved and the product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event since the patient denied exhibiting any symptoms. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The "up" arrow button was found to be intermittently responding and required excessive force to activate. All of the other buttons have normal response. The keypad was removed and contamination was observed under the "up" "down" and contrast buttons. Unrelated to the event the display was found to be dim and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.